Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed excessive no delivery alarms. Customer's blood glucose was 506 mg/dl at the time of incident. Customer treated with a bolus. Customer indicated that they have changed the set and reservoir multiple times. Customer was advised on proper insertion, taping and site techniques and to not insert the cannula in places of scar tissue or hardened skin. Customer indicated that the issue was resolved by a complete set change. The customer was also advised that the reservoirs would be replaced and agreed to return the product for analysis.